Event description:
It was reported that the procedure was performed to treat restenosis of an unknown stent in the mid left anterior descending (lad) artery. The 2.0 x 20 mm mini trek balloon catheter was advanced to the lesion and inflated to 10 atmospheres (atm) for 15 seconds. At the end of the inflation, the balloon remained inflated. It was not possible to deflate the balloon with negative pressure applied. The device was removed from patient anatomy and resistance was noted with the anatomy and the guiding catheter. The procedure was successfully completed with a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. The reported resistance with the anatomy during removal could not be replicated in a testing environment as it was based on operational circumstances. The reported resistance with the guiding catheter could not be tested/confirmed due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation difficulty, difficulty removing from the anatomy or difficulty removing from the guiding catheter reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Concomitant products: guide wire: balance middleweight; guide catheter: medtronic ebu 3.75 6fr; inflation device: everest mdt. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.